Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using homechoice cycler for apd therapy. The hp reported that they bypassed the initial drain phase of apd therapy after draining 2mls, although they normally drain between 900-1300mls during the initial drain. The hp received their programmed fill volume, after which they felt overfilled and contacted baxter operational support for assistance. The hp attempted to perform a manual drain, however, they were unable to drain any fluid out, and baxter operational support recommended that they notify their healthcare professional (hcp). Follow up with the hcp reveals no pt injury; however, the hcp refuses to provide further incident details.